Manufacturer narrative:
Concomitant medical products: product ID: 4024-58, product type: lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) bipolar lead impedance warning occurred on the lead. An atrial polarity switch was also reported. The ra lead remains in use. No patient complications have been reported as a result of this event.